Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies.

Event description:
It was reported that during implant, the helix was stuck in the lead tip and would not extend. A different lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.